Manufacturer narrative:
Reference complaint #(B)(4).

Event description:
It was reported that after three hours of intra-aortic balloon (iab) therapy blood was seen in the gas line after the patient was transferred to the ccu from the cath lab. The insertion was noted left femoral. Therapy was discontinued. The patient was stable so a new iab was not inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was seen in the gas line after the patient was transferred to the ccu from the cath lab. Therapy was discontinued. The patient was stable so a new iab was not inserted. There was no patient harm or adverse event reported.